Event description:
The customers observed biased results on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was o report of patient harm as a result of this event.